Event description:
The initial reporter stated that the pump had broken hinges. When the pump was returned to mmd for evaluation, the no flow in alarm did not alarm as expected. It failed to alarm. The initial reporter stated that the complaint had not had any adverse effect on a patient. The alarm failure was discovered at moog. (B)(4).

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. During the investigation, mmd found that the pump pcb board had failed, which caused the no flow in alarm to fail. The pump was serviced to correct the issue.